Event description:
Medtronic received a report the tracheostomy tube was leaking around the cuff and sub glottis secretion drainage port. Medtronic is requesting additional information regarding the circumstances of the event.